Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation. The left ventricular lead was capped and replaced. During the replacement procedure, the attempted lead was too large for the patient's anatomy. A different lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) no anomalies found, however, blood/body fluid was noted on the distal conductor (not obstructed). The full lead was returned and analyzed.